Event description:
When attempting to remove the peel away sheath after a line placement, one of the wings fell off during the initial breakaway process leaving the plastic sheath still on the line. I was able to peel the sheath away with forceps, but risked damaging or dislodging the line in the process. Manufacturer response for introducer, syringe needle, neomagic (per site reporter) sending product back.